Event description:
Patient was assigned belt in 2002 and immediately began receiving multiple adjust belt alarms. Review of information downloaded from the patient's monitor indicated 131 minutes of left electrode fall-off on the day of the event, escalating to 740 minutes.